Event description:
Info rec'd on 03/24/2000: it appears an aus device was implanted, date and surgical details were not provided at this time. In 1999, it appears the cuff and balloon were removed from the pt and the pump deactivated, reason not provided at this time. Unable to obtain add'l info.